Event description:
A report was received that the patient was experiencing persistent pain at the pocket site whether stimulation was turned on or off. The physician suggested letting the patient try lidoderm patches over the pocket site.

Event description:
A report was received that the patient was experiencing persistent pain at the pocket site whether stimulation was turned on or off. The physician suggested letting the patient try lidoderm patches over the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was relocated.

Manufacturer narrative:
Additional information was received that the physician was not sure if swelling or pain was device related. Physicians were discussing to relocate the pocket site as it was at patient's belt line. The patient was on antibiotic for prophylaxis.

Event description:
A report was received that the patient was experiencing persistent pain at the pocket site whether stimulation was turned on or off. The physician suggested letting the patient try lidoderm patches over the pocket site.